Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for troponin t high sensitive (hs) on a cobas 6000 e 601 module. The initial troponin t hs result from the e601 module was 672.2 pg/ml. This result was reported outside of the laboratory where the doctor questioned it and requested repeat testing. A new sample was obtained and run on a cobas e 411 immunoassay analyzer and the result was 11.16 pg/ml. On (B)(6) 2018 the original sample was repeated on the e601 module and the result was 13.04 pg/ml or 12.34 pg/ml. There was no allegation that an adverse event occurred. The trponin t hs reagent lot number was 245194. The expiration date was not provided. Calibration and qc results were acceptable. The sample volume for the initial result was low. No alarms or flags were generated. No issues were identified during a review of the alarm trace. Upon review of a photograph of the initial patient sample, the volume appeared to be very low. The investigation was unable to find a definitive root cause. The customer has not complained of any further issues.